Event description:
It was reported that the patient presented to an outside hospital with complaints of abrupt onset of aphasia and left hemiparesis at 0730. The aphasia resolved before arriving to the hospital. The patient was also found to have gram positive cocci bacteremia and was transferred to another hospital. Soon after arrival, they were noted to have altered mental status with similar symptoms that resolved and was thought to be possible seizure. Both computed tomography (CT) angiography and CT of the head were negative. They were treated with vasopressin/ levofloxacin for septic shock due to hypotension with bacteremia and chronic driveline infection. On (B)(6) 2023, the patient developed a drop in the left ventricular assist device (lvad) flows due to hypotension that required epinephrine, norepinephrine, and intubation. They also had a drop in hemoglobin and hematocrit from 8.6 to 5.6 with copious amounts of blood from nasogastric tube and received massive transfusion. Esophagogastroduodenoscopy (egd) revealed large volume of bleeding and clot. They also developed ventricular tachycardia (vt) requiring advanced cardiac life support (acls) and cardiopulmonary resuscitation (CPR) without return of spontaneous circulation and the patient passed away. The device was not explanted.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
H6: clinical code - bacteremia (4846). Manufacturer's investigation conclusion: a correlation between the heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6) , and the reported events could not be conclusively established through this evaluation. Evaluation of the submitted controller event log file confirmed that intermittent low flow fault flags and alarms were captured throughout the entire log file. An intentional pump stop was captured at 07:42:36 on (B)(6) 2023 when the pump stop command was pressed at the system monitor. The pump was stopped for approximately 2 seconds. The pump regained normal parameters with intermittent low flow alarms following this event. By 09:45:36 there were driveline disconnect and lvad off alarms when the driveline was disconnected from the controller. At this time all pump parameters trended down to 0. The events of this log file are consistent with the reported patient¿s death on (B)(6) 2023. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate (hm) 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1 of the IFU ¿introduction¿ lists potential adverse events including neurological event (not stroke-related), infection (local, driveline, and pump pocket), sepsis, bleeding, arterial non-central nervous system (cns) thromboembolism, cardiac arrhythmia and death that may be associated with the use of the hm 3 lvas. Section 6 ¿patient care and management¿ lists neurological dysfunction, infection and thromboembolism as a potential late postimplant complications that may be associated with the use of the hm 3 lvas. Furthermore, several sections of the IFU and patient handbook provide care instructions regarding how to prevent infection as well as suggested responses in the event of infection. Section 6, ¿patient care and management¿ (under ¿anticoagulation¿), provides the recommended anticoagulation regimen, including international normalized ratio (inr) range, as well as suggested anticoagulation modifications. The system monitor section describes the pump flow display (4-12 through 4-14) and the hazard alarms (4-18 and 4-26). This IFU states that the low flow hazard alarm will be triggered when pump flow is less than 2.5 liters per minute (lpm) and explains that changes in patient conditions can result in low flow, such as hypertension. The alarms and troubleshooting section describes the actions to take in the event of a low flow alarm (7-7 and 7-11). No further information was provided. The manufacturer is closing the file on this event.